Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. The investigation found that the component failure of bent pins was attributable to user error by applying excessive force when trying to make the cable connections. The following is described in "6. 3 connection of an endoscope" of IFU for otv-s190, ¿confirm that the video connector of the videoscope are not damaged.¿. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed bent pin inside video connector causing no image. Installed the test video connector and unit was able to generate an image. In addition, found unit was equipped with old version software and recommendation for upgrade. Unit passed all functional tests. The cause can be attributed to a connection issue due to component failure. No further information was reported.

Event description:
The customer reported to olympus during preparation for use for a diagnostic nasal endoscopy procedure, there was no image on monitor. The intended procedure was completed with similar equipment. There was no patient involvement.